Event description:
As reported by the user facility: reports clip did not deploy to end of stylet, approximately 0.5 inches of tip sticking out below stylet. Customer did take pictures. Nurse was stuck while discarding into sharps container. Additional information provided by the facility indicated both the patient's source and the nurse involved received all protocol blood work testing, and all results have been negative. The sample has been discarded and a lot number and a catalog number remain unknown.

Manufacturer narrative:
The actual device in the incident was discarded and was not made available to the manufacturer to be evaluated. Three photographs of the sample were returned for evaluation. Each photo depicted the clip part way down on the needle shaft and not covering the tip of the needle. However, the photographs were not discernible and a distinct evaluation could not be determined. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information have been provided to the actual manufacturer.